Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the device , there was corrosion on pcb1 particularly around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor was detected during seating or regular delivery as well as critical pump error. Customer's blood glucose value was 141 mg/dl. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. The customer states insulin pump went silent when they select ok then it was beep again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.